Event description:
A report was received that the patient underwent a pocket revision, as the ipg had "shifted closer towards the spine". No devices were implanted or explanted, and the patient was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.